Manufacturer narrative:
H6 - lens returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -08.00/+3.5/087 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to lens rotation not associated to a low vault, refractive surprise and refractive change overtime. The lens was repositioned but the problem was not resolved and the lens was removed. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.